Event description:
It was reported that an app crash alert occurred. On (B)(6) 2023, the patient experienced hypoglycemia and lost consciousness. The patient was not answering the phone so the son called the paramedics. When the paramedics arrived, the patient was unconscious on the floor. They took a blood glucose reading which was 2.4 mmol/l when they arrived. The paramedics treated the patient but the patient couldn´t remember what was provided for treatment. When the paramedics left the bg was 3.8 mmol/l. At the time of the report the patient was doing well. Data was provided for investigation. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.